Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and aortoenteric fistula with gore excluder aaa endoprostheses. The pt was doing well following the procedure, until she began experiencing strokes on (B)(6) 2011. The pt expired on (B)(6) 2011. According to the physician, the death was due to what appeared to be embolic strokes. The strokes and subsequent death were unrelated to the gore stent-grafts.